Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer was not opening and gave an error code. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; software error codes. Analysis also found the lower hinges were worn out, the printer was not working, ECG (electrocardiogram) connector terminal was broken (loose), stylus was missing, keyboard and both keyboard hinges were broken, and the power bay assembly was broken. The mpu (main processor unit) printed circuit board assembly was found broken (capacitor on mpu board was blown). It was noted the programmer had been opened by an unauthorized person: some screws were missing and other screws were in the wrong place, a cover plate was mounted the wrong way, wrong parts in and on the programmer, the serial number on the power bay did not match the serial number on the programmer. It was also noted the programmer was a non wireless programmer but someone tried to make it a wireless programmer by mounting a rf (radio frequency) transceiver. No rf antennas were mounted, the fan was not connected, wrong lower case (from a different model programmer), and some screws were missing from the support plate of the hinges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.